Manufacturer narrative:
The event was identified by an internal qa process. Upon discovery, gh initiated a bioinformatics review which showed raw data with unique features of the supporting reads compatible with a false positive snv. This is a rare occurence, with estimated prevalence of ~2 in 10,000 tests and is within the FDA-approved device performance specifications.

Event description:
During a review of patient records for quality assurance purposes, guardant health, inc. Identified a test result for a patient with metastatic non-small cell lung cancer (nsclc) where egfr l858r was reported as positive, but it was a false positive. A corrected report was issued. However, the treating doctor based therapy selection on the initial false-positive result. It is unclear if the g360 cdx false positive test result may have caused or contributed harm to the patient or eventual death. Guardant health is reporting this event to the FDA out of an abundance of caution.